Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the target lesion was mildly calcified and 90% stenosed. The lesion was located in the non-tortuous proximal to mid left anterior descending artery (lad). It had been predilated with a 3.0 x 12 mm maverick balloon at 6 atms for 23 seconds. The taxus express2 3.0 x 12 mm drug eluting stent was inflated to 8 atms for 37 seconds and a second inflation to 13 atms for 18 seconds. The physician experienced diffeculty removing the balloon from the fully deployed stent. The balloon was inflated to 1 atm, dialed down, inflated again to 1 atm and dialed down again. It was then possible to remove the guide, wire, and balloon together as a unit. The stent remained in good position. Another taxus stent (unknown size) had been successfuly placed in the right coronary artery also that day. There were no reported patient complications.